Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device requested, not yet received.

Event description:
During a procedure, the anchor did not deploy. Another device was used to complete the procedure without delay.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the device could not confirm the reported condition. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.